Event description:
A malfunction alarm with code malf 16 was reported, with the fault ID available as 16-0x20e6. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a manual insulin delivery method as a backup while waiting for a replacement pump. The pump was under warranty, and the customer was guided on returning the faulty pump to tandem using a pre-paid label.